Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) tripped end of life (eol) status from three months longevity remaining. Additional information received from the field representative that the device was electively explanted, and a new device was implanted. The device was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. This supplemental report was created to update the entry in d6b: explant date, h6: impact codes and d5:operator of device.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) tripped end of life (eol) status from three months longevity remaining. Additional information received field representative that the device was electively explanted, and a new device was implanted. The device was returned for evaluation. No adverse patient effects were reported. Additional information was received indicating that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.